Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received an external ram crc error alarm. Alarm history also showed two no delivery alarms, unexpected restart alarms, bad battery alarms and battery out limit alarms. Customer reported that when the battery out limit alarm was received, battery was not out nor in storage for an extended period of time. Self-test could not be performed. Customer's blood glucose was unknown. Customer was advised to monitor insulin pump.